Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 59-year-old male undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that the patient went into ventricular tachycardia (vt). The pigtail catheter was advanced over the 0.035" j wire into the left ventricle and the patient went into vt. The patient was shocked four times. The procedure proceeded and the patient went into vt again. The patient was shocked. The implant was successful, and support continued. Throughout support, the patient had further arrhythmia issues. The patient did not have a history of vt prior to the impella insertion.

Event description:
There is not enough information to associate use of device with outcome.

Manufacturer narrative:
The investigation into the vf/vt/af/at (ventricular tachycardia) issue has been completed since the original report was submitted. The device was not returned for investigation. As the necessary clinical information was not provided and the device was not returned, the root cause of the vt/vf was not determined.